Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-1923ps serial/batch number (B)(6) was received for investigation. Visual inspection noted no issues with the exterior of the device. Both the eyelet and anchor were intact as intended. Additionally, an extra eyelet was returned with the device (not the correct eyelet model for this device). Functional testing was not performed as it is irrelevant to the allegation. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th january 2025, it was reported by an arthrex employee via email that for an ar-1923ps, suture anchor, peek pushlock® 2.9 x 15.5 mm, the anchor fell off during insertion. This was detected during an ankle ligament repair surgery on (B)(6) 2025. An ar-1923d and ar-1949 was used to prepare bone socket and the anchor fell off during insertion. The patient bone quality was observed to be normal and no fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1923ps instead.